Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 86 mg/dl and 386 mg/dl 2. Hi (result over 600 mg/dl) and 137 mg/dl 3. 41 mg/dl and 204 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.